Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "capsular contracture baker grade 2/3" and "lymph nodes with cortical thickening" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade 2/3" "lymph nodes with cortical thickening".

Event description:
Healthcare professional reported "capsular contracture baker grade 2/3," "microcalcifications" and "lymph nodes with cortical thickening" on the left side. The device remains implanted.